Event description:
It was reported that during the ttm (target temperature management) treatment with the arctic sun device, alert 01 (patient line open), and alert 02 (low flow) occurred. The customer emptied the pads reconnected all the pads and checked for any breakages from the pads. The customer would not see any visible breakage on the pad. They changed the arctic sun device from the other unit, but the customer faced the same issue. Then they changed the arctic gel pads and the flow rate was maintained well and no more alerts received. Per additional information via email from ibc on (B)(6) 2020, patient complete therapy on the second device. No patient injury reported.

Manufacturer narrative:
The reported event was confirmed and cause unknown. Visual evaluation of the returned sample noted one opened (original packaging present), medium arctic gel pad kit present. All four pads were returned. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted no visible chips or deformities at the ends of all connectors. Visual inspection of the tubing for all the pads noted a kink in the left chest pad. Zippered sample container bags were adhered to the hydrogel of the returned pads to simulate a liner replacement. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "arcticgel¿ pads - instructions for use indications for use the arctic sun® temperature management system is intended for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications there are no known contraindications for the use of a thermoregulatory system. Do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning do not place arcticgel¿ pads over transdermal medication patches as warming can increase drug delivery, resulting in possible harm to the patient." Corrections: d,h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during the ttm (target temperature management) treatment with the arctic sun device, alert 01 (patient line open), and alert 02 (low flow) occurred. The customer emptied the pads reconnected all the pads and checked for any breakages from the pads. The customer would not see any visible breakage on the pad. They changed the arctic sun device from the other unit, but the customer faced the same issue. Then they changed the arctic gel pads and the flow rate was maintained well and no more alerts received. Per additional information received via email from (B)(6) 2020, the patient completed the therapy on the second device. No patient injury reported.